Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose via manual syringe. Customer passed the high pressure test and was advised to change out the entire set, reservoir, insulin and to treat their high blood glucose levels per healthcare provider's instructions.